Event description:
Tha operation was conducted on april 2000. At follow-up inspection, surgeon found that head moved upward on x-ray on sept. 2001. On march 2002, x-ray rvealed that head moved more upward. Although surgeon instructed pt to restrict activity level, x-ray, which was taken on july 2002, showed head and shell are almost touching. Revision surgery was performed aug. 2002.

Event description:
"Tha" operation was conducted in 2000. At follow-up inspection, surgeon found that head moved upward on x-ray in 9/2001. In 3/2002, x-ray revealed that head moved more upward. Although surgeon instructed pt to restrict activity level, x-ray, which was taken 2 months later, showed head and shell are almost touching. Revision surgery is scheduled.